Event description:
A customer reported that a unicel dxc 600 pro synchron system was leaking onto sample tube caps and sample racks. The customer troubleshooted the instrument with beckman coulter (bec) hotline support and observed a leak from the cap piercer blade wash shuttle. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cap piercer blade wash shuttle seal was obstructed with rubber from sample tube caps. The fse cleared the material from the blade wash shuttle seal to correct the leak. Bec internal identifier for this report is (B)(4).